Manufacturer narrative:
Reporter returned one toothbrush head on 08-mar-2017. Product investigation is in progress.

Event description:
Brush attachment broke while brushing teeth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via letter on 08-mar-2017 that the oral-b flexisoft brushhead broke while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that he had been using oral-b products for years. No symptoms developed.

Manufacturer narrative:
On 05-may-2017 product investigation results: reporter returned one toothbrush head on 08-mar-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brush attachment broke while brushing teeth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via letter on (B)(6) 2017 that the oral-b flexisoft brushhead broke while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that he had been using oral-b products for years. No symptoms developed.